Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill step. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Bg was addressed by changing cartridge and infusion set and delivering a correction bolus via pump. Customer was able to resume insulin therapy.